Event description:
It was reported that a balloon leak and rupture occurred. The target lesion was located in the kidney. A 7.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During unpacking, it was noted that the balloon was leaking. The balloon was inflated once to near the working pressure within a few seconds. There was pinhole noted in the device. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.